Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6), 2021 getinge became aware of an issue with (B)(6) standop surgical light. As it was stated, the cover is missing. There was no injury reported however we decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 30th september, 2021 getinge became aware of an issue with volista standop surgical light. As it was stated, the cover is missing. There was no injury reported however we decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification, since missing cover could be considered as technical deficiency, and in this way device contributed to event. It is unknown if the device was being used for patient treatment or diagnosis at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices to number of sold units, failure ratio is very low. According to the manufacturer¿s evaluation the possible root causes are: non-conformity of the metal covers assembly. Degradation of the metal covers. Improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe the related devices are performing correctly in the market.